Event description:
It was reported that air was observed in the patient line coincident with peritoneal dialysis (pd) therapy on the homechoice during initial drain. The technical service representative (tsr) assisted the home patient (hp) with ending therapy. Therapy was restarted with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.